Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii malfunctioned. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported prod lot number., there was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).